Event description:
Pt has foley catheter for continuous use at home. Pt presented to the hospital on (B)(6) 2010 stating "my catheter balloon deflated and it fell out. I need to have it replaced." The pt was seen on (B)(6) 2010 for the scheduled catheter change, then on (B)(6) 2010, for another catheter as the balloon had deflated, on (B)(6) 2010 catheter was changed because pt did not feel it was draining correctly, and as noted above on (B)(6) 2010. (B)(6), rn took a catheter of the same brand and size the pt was using, inflated the balloon as instructed and observed the device. The balloon deflated spontaneously 3 cm (balloon measurement) in two weeks. Test catheter sent to manufacturer.